Event description:
On 12/14/2023, it was reported by a sales representative that an ar-4068-90 suture lasso broke. While attempting to pass a 90 degree suturelasso through labral tissue in a glenoid labrum repair with {surgeon}, the end of the suturelasso, where it becomes thinner and starts to curve, broke off and became lodged in the tissue. The surgeon was able to retrieve the broken piece. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.